Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficult to close could not be confirmed as the lever was opened, and the foot was deployed and retracted with no resistance noted. The foot completely retracted into the guide. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and return device analysis, a definitive cause for the reported difficult to close could not be determined. Factors that contribute to the inability to close the foot, include, but not limited to tissue or suture caught in foot. The patient effect is a known potential adverse events of use of the device. Reportedly, force was used to remove the device. Per the instructions for use, do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. In this case, it is unknown if the reported IFU deviation contributed to the reported difficulties. The subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: correction health effect - clinical code 4582 was removed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - against resistance. The additional device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a large-bore sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, while using a prostyle device, the device was pulled back, but the suture thread was caught in the anchoring feet. Kelly clamps were used to remove the suture thread. A second prostyle was then inserted, but when lowering the lever (step 4), the device was unable to be removed from the vessel. Maneuvering and additional force was applied in an attempt to remove the device. The device was removed, but it was observed the foot remained opened and tissue damage occurred. Bleeding was temporarily controlled by manual compression. A dissection of the access site was then performed and the vessel was closed via suturing. There was no adverse patient sequela. No additional information was provided.